Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated that software download was attempted but not successful. The device went to reset mode. Device was later explanted.

Manufacturer narrative:
The reported field event of an inability to obtain high voltage lead impedance measurements were confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi mode. During testing, high voltage lead impedance measurements were aborted due to noise detected by the device. The root cause of the noise was an anomalous component on the hybrid.

Event description:
It was reported that high voltage lead impedance measurements could not be obtained. Some programming was attempted unsuccessfully. Further programming will be attempted when a patient visit can be scheduled. No further information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.